Event description:
It was reported that keys 4, 5, 6 have no input when pressed on a device. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed that the device had limited keypad operation due to intermittent response from the #4, #5, and #6 keys caused by a loose keypad flex at the j5 zif connector of the I/o pcb. The connection was secured during eval eliminating the symptom.